Manufacturer narrative:
(B)(4). The device was not returned for evaluation by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) was undetermined. A device history review revealed no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). The technical service representative (tsr) had the home patient (hp) sit up for draining, drain volume 2509ml. The tsr recommended the hp end therapy for the night and call the registered nurse (rn) to let her know what happened. The hp had done a manual exchange of 1500ml this day and the potential increased intra-peritoneal volume (iipv) occurred in dwell 1. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria. On (B)(6) 2011 product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of increased intra-peritoneal volume (iipv). The pdn stated the hp was considering stopping therapy, but was continuing with therapy for the time being. The pdn did not request swap and believed the incident was a positional issue. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp?s dialysis products.